Event description:
The user facility reported that the elevator of a doudenoscope does not fully retract when inside the patient, thereby damaging the accessory. The physician reported that the damage accessory is causing irritation to the patient's bile duct and possibly leading to a pancreatitis. The patient was given an antibiotic and pain medication. The user facility reported that they were using non-olympus accessories with the doudenoscope.

Manufacturer narrative:
The device in question was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. A small pinhole was noted in the bending section cover, which caused the endoscope to fail leak test. There was a slight restriction found on the elevator riser with the use of an olympus biopsy forcep. However, the restriction was found to be within the standard. The biopsy channel was examined with a borescope, and tiny kinks were observed on the channel wall near the bending section. Olympus made several attempts to obtain samples of the accessories used with the endoscope with no results. Therefore, olympus cannot conclusively determine the cause of the user's experience. This report is being filed as an MDR in an excess of caution.